Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was involved in a vehicle accident and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 34 mg/dl. Customer stated that she had a motor error alarms went to the dr office and they gave her a back up plan, they also gave her 20 units of lantos. Customer stated that she was on her way home she blacked out and had the car accident due to low blood glucose. Nothing further was reported.